Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urge incontinence, gastrointestinal /pelvic floor therapy. It was reported patient had an internal infection from the previous implant, so they removed it. No further complications were reported or are anticipated.